Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. A synergy¿ drug-eluting stent was implanted at 14 atmospheres to treat a lesion. Another synergy¿ stent was advanced through the newly implanted synergy¿ stent. However, during advancement, the proximal end of the implanted synergy¿ stent foreshortened. Subsequently, another longer stent was implanted at the proximal end of the implanted synergy¿ stent and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Correction: the event date was initially reported as (B)(6) 2016; this date is corrected to unknown as the event date was not reported. (B)(4).

Event description:
It was reported that stent damage post-deployment occurred. A synergy" drug-eluting stent was implanted at 14 atmospheres to treat a lesion. Another synergy" stent was advanced through the newly implanted synergy" stent. However, during advancement, the proximal end of the implanted synergy" stent foreshortened. Subsequently, another longer stent was implanted at the proximal end of the implanted synergy" stent and the procedure was completed. No patient complications were reported and the patient's status was stable.